Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-oct-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving morphine 25 mg/ml; 13.508 mg/day and bupivacaine 20 mg/ml; 10.806 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2019. It was reported that during a pump replacement the hcp was unable to aspirate the catheter; no cerebrospinal fluid (csf) backflow. The case was aborted. The hcp planned to do a catheter revision. No symptoms were reported. On (B)(6) 2019 it was reported the pump and catheter were replaced on (B)(6) 2019 and everything went well. No further complications were reported. On (B)(4) 2019 additional information was received from a healthcare professional (hcp) via a company representative. The cause of the inability to aspirate the catheter was not determined. The pump was replaced as the elective replacement indicator (eri) was approximately 4 months. The patient¿s weight was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. The pump and catheter will not be returned for analysis.